Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for non-reportable condition. It was reported that the signia handle did not initialize. The reported issue could not be confirmed. The most likely cause could not be established from the information available. During the investigation of the system logs, a secondary condition of multiple fpga (field programmable gate array) reset/reprogram failures was detected. This condition has a potential for patient harm. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. The cause for the additional condition is traced to device design. Improvements have been initiated to mitigate this condition. Additionally, the investigation detected an unreported condition of a damaged non-critical electrical component that has no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. The issue can occur if the handle was dropped. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the power handle is a precise instrument. Care should be taken to avoid dropping, improper cleaning, improper handling or sterilizing the device. These actions may shorten device life or lead to device failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during charging, green light was showing on the charger but handle will not power and light emitting diode (led) screen was black. There was no patient involvement.